Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0y3fc, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient did not feel stimulation and the therapy was on. The patient was set at 1.7v on program 4 and had been having some issues starting on (B)(6) 2015. The patient had no falls or trauma. The patient changed the batteries in the patient programmer and raised the stimulation to 1.9v and was going to try this setting. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.